Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hyperglycemia and emergency room (ER) visit. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient¿s mother reported that her son¿s blood glucose (bg) levels reached 24 mmol/l (432 mg/dl) while wearing the pod between 24 and 36 hours on the arm. They attempted to lower his bg levels by delivering a bolus of insulin through the use of an insulin pen. The mother also tested her son¿s ketones and the results were reported to be 3.4 mmol/l (61 mg/dl). Patient was taken to the hospital for further evaluation. There was no specific diagnosis reported. No additional details were provided. The pod was discarded, and therefore, the device lot and sequence numbers were not reported.